Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. Imaging was difficult due to the anatomy. On (B)(6) 2018, a transesophageal echocardiography (tee) was performed which showed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4. Surgery will be planned at a later date. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the patient anatomy contributed to the reported single leaflet device attachment (slda) thus resulting in the reported mitral regurgitation however, this cannot be confirmed. The reported poor image resolution was likely due to the anatomy. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.